Event description:
The jetstream g3 was advanced to treat a 35cm chronic total occlusion (cto) lesion located in the mid superficial femoral artery (sfa). One pass was made slowly using the minimum diameter mode with minimal drops in rpm. The physician retracted the device and proceeded to make a subsequent pass using the maximum diameter mode. Rpm drops were encountered again and after the physician was unable to successfully navigate the lesion, the device was retracted and an angiogram was performed. A large pseudoaneurysm was evident in the mid sfa which was successfully resolved with a stent.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation.